Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was stuck inside of the infusion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula was broken inside their skin. The patient also mentioned that the site was swollen, bruised and red.